Event description:
It was reported that during a pulmonary lobe resection, the surgeon used the device with ec60d to proceed with the lobe found that most of the staples were malformed after firing. The tissue had been cut out but not sewed. The patient lost blood of 10 ml. The surgeon used clamp to stop blood then changed devices to complete the procedure. The patient is fine now. Procedure was completed with same like product.

Manufacturer narrative:
(B)(4). The analysis results found that one device was returned in good visual condition and with no cartridge reload present. The device was tested for functionality with a test cartridge reload and achieved its complete 3-stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.